Event description:
It was reported to boston scientific corporation that an autotome rx 49 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) with lithotomy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the physician cannulated the papilla with guidewire and the autotome. During cannulation, the wire of the autotome disconnected from the handle. The procedure was completed with another of same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Correction - block g1 (MFR site facility name): corrected from boston scientific de costa rica s.r.l. To boston scientific corporation. Block a2: patient's exact age is unknown; however it was reported that the patient was over the age of 18. Block e1: initial reporter address 1: (B)(4). Block h6 (device codes): the problem code 1069 captures the reportable event of cutting wire broken. Block h10: the returned autotome was anlyzed, and a visual evaluation noted that the cutting wire was in good condition; however, the wire was detached from the handle due to the missing aluminum disc and 2-1 connector. A functional evaluation could not be performed due to the condition of the device. No other issue with the device were noted. A review of the manufacturing documentation for this device did not find any anomalies or deviations. A search of the complaint database confirmed that no similar complaints exist for the specified lot. The reported event was confirmed. Upon analysis, the device was returned without the 2-1 connector and aluminum disc inside the handle, causing the wire detachment from the handle. Since the 2-1 connector and aluminum disc were not present in the handle, manufacturing procedures were not performed as expected. An investigation to address this issue is in progress. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(6). (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx 49 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) with lithotomy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the physician cannulated the papilla with guidewire and the autotome. During cannulation, the wire of the autotome disconnected from the handle. The procedure was completed with another of same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.